Event description:
The following was reported to hamilton medical ag: during the administration of bipap to a peri-arrest asthmatic patient, the t1 ventilator issued a 'red alarm' indicating low tidal volume, and the patient's output was minimal. Due to the high-stress situation of managing a critically ill patient, the clinician could not recall the exact alarm wording or values. It was observed that no tidal volume was being generated, and there were no recorded pressures or minute volumes. The issue was promptly identified, and the ventilator was immediately replaced with a new unit. According to the complaint description, no harm to the patient was reported. So far no malfunction was identified with the device. Additional inquiries have been sent to the customer to gather further details regarding the reported event. The case is currently under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4) investigation ongoing.

Manufacturer narrative:
Investigation outcome: on march 19, 2025, the ventilator was turned on at 03:00 am and started in niv (non-invasive ventilation) mode. Within two minutes, the device triggered several alarms: low pressure, loss of peep (the pressure that keeps the lungs open), and high breathing frequency. At 03:02 am, the ventilator was switched to standby mode. It was restarted in niv mode at 03:13 am, but alarms appeared again within seconds, including low pressure, loss of peep, high frequency, and high minute volume. Throughout the following minutes, many additional alarms were recorded. These included repeated warnings about low tidal volume (the amount of expiratory tidal volume), low minute volume (amount of expiratory minute volume), and high minute volume. A low oxygen alarm was also noted later at 03:27 am, just before the ventilator was switched to standby again at 03:30 am. Several leak tests were performed between 05:16 and 05:19 am, and all of them failed. This suggests there was air leaking between the ventilator and the patient. The most likely cause of the leak was a poorly fitted or improperly applied mask. This would explain the low pressure and volume alarms, as the ventilator could not deliver air effectively due to the leak. No hardware or software problems were found in the ventilator itself. The device was working correctly and responding as it should to the conditions it detected. The problem was not inside the machine but in the connection between the machine and the patient. The most probable root cause is a leak at the patient interface, likely due to a poor mask seal. The issue is more likely to relate to the choice of a consumable, which was not fitting to the patient face - not the ventilator. Therefore, no repairs are needed. It is recommended to provide training for staff on how to recognize and respond to leak-related alarms, ensure proper mask fitting, and monitor leak percentage using the ventilator¿s monitoring features. This case is considered as closed.